Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Subsequently, the patient underwent a skin revision surgery under general anesthesia on (B)(6) 2023, in order to remove the excess skin.

Manufacturer narrative:
This report is submitted on november 15, 2023.